Manufacturer narrative:
For one event, the investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up actions for this event.

Manufacturer narrative:
For 1 event, the investigation is ongoing. For 1 event, the investigation did not identify a product problem. The cause of the event could not be determined. The follow up actions taken were the field service representative (fsr) found the signal generated in the measuring cell was too low which caused incorrect results. The fsr did not identify any other instrument issues. The issue has not occurred any more at the customer site. For 1 event, the investigation did not identify a product problem. The cause of the event could not be determined. The follow up actions taken were the field service engineer performed liquid flow cleanings and ran performance testing, calibration, and qc which were all acceptable. For 1 event, the investigation did not identify a product problem. The cause of the event could not be determined. There were no follow up actions for this event. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial numbers cont'd: (B)(4).

Event description:
Questionable non reproducible results were generated by cobas 6000 e 601 modules. The events involved a total of: 10- elecsys probnp ii immunoassay. 5- elecsys hcg + beta. 5- elecsys vitamin b12 ii. 5- elecsys estradiol iii assay. 5- elecsys ferritin. 5- tsh elecsys. 5- elecsys hcg + beta test system. 1- elecsys pth immunoassay. The known patient ages ranged from 36-38 years. The other patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. The known patient genders were 5 female. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.